Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while filling the cartridge. Another syringe and needle were used to fill the cartridge. While loading the cartridge, a cartridge alarm (alarm 29) occurred. The customer change out the cartridge and the alarm was resolved. Blood glucose was 287 mg/dl.